Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the incubator turntable was making a grinding motor noise. He attempted to repair and align, and replaced the incubator assembly. The fse performed adjustments and verified proper operation. The customer ran controls and verified the results. A complaint and service history review for serial number (B)(4) was conducted from 02-feb-2015 through (B)(6) 2016 for similar complaints. There were no complaints during this period that were similar to the present issue. The aia-2000 service and operator's manuals were reviewed and found to clearly address calibration, operation, maintenance, and troubleshooting of the aia-2000 system. The probable cause of the event was related to the incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2151 (incubator cup error) with their aia-2000 analyzer. The customer was unable to run patient samples, which resulted in a delay in reporting results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.